Event description:
It was reported that before surgery, it was observed that water was always dripping from the console device. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer: the initial report stated that the date returned to manufacturer was (B)(4) 2015. The date returned to manufacturer has been updated as (B)(4) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.